Event description:
Customer reported a blood glucose (bg) level of 2 mmol/l; cause was unknown. Customer's blood glucose level was resolved. Multiple attempts were made to obtain further information but no response was received.